Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. This was confirmed via chest x ray after the procedure. The patient had shortness of breath. The pneumothorax size was 3.5 centimeters. A chest tube was placed, and the pneumothorax was resolved. The patient required prolonged hospital stay due to the event. The pneumothorax was believed to have occurred via another modality and the device was non-contributory to the adverse event. There was no device malfunction reported.

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no allegation or report of a malfunction of an ion system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A site system log review was done by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, a review of the logs did not find any errors that are relevant to the reported event. No video/images were provided by the customer for review. This complaint is reportable due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement to resolve the complication and prolonged hospital stay. The cause of the complication is unknown.